Manufacturer narrative:
Product was not returned to confluent for analysis. No additional event details provided beyond "coating came off wire with first balloon usage'. A valid aquatrack lot number was not provided. Event details have been included in confluent complaint database for use in trending.

Event description:
As reported per cardinale case detail report for (B)(4): "coating came off of wire with first balloon usage". No report of patient injury. No additional event information was provided.